Manufacturer narrative:
An event of embolism of the piccolo device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that the patient underwent patent ductus arteriosus (pda) closure using a 6mm amplatzer vascular plug ii. The patient had a large pda that was very reactive resulting in pull through of the 6mm device. The device was not released from the cable and removed from the patient. The physician attempted to implant a 5/2 amplatzer piccolo device and the device embolized in the patient. The device was successfully retrieved. The physician attempted closure with a larger 8mm amplatzer vascular plug ii and medtronic 7q devices, but left pulmonary artery(lpa) stenosis was noted and the devices were removed from the patient prior to release. The procedure was aborted and the patient was referred for surgical pda ligation the following day. The surgery was successful.